Manufacturer narrative:
The warranty seal was broken. The unit was probably opened. Upon powering up the controller and getting pass the initial loading screen the unit was tested. Setting the set-points on the front panel did work and could also be controlled by the connected foot pedal. No output voltages can be measured during further functional tests. The complaint was verified and the root cause was determined to be an electrical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer.

Event description:
During shoulder arthroscopy surgery quantum 2 controller did not detect 2 probes. Surgery could not be completed as arthroscopy and it was turned to open surgery.